Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, following a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra valve, the patient came back with stenotic valve with leak. The patient was treated with 29 mm s3ur valve, and patient was stable after tavr.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided the exact cause is unknown but may be related to the mechanisms above. Investigation results suggest/indicate patient factors (age, coronary artery disease (cad), hypertension (htn), acute on chronic diastolic congestive heart failure, hyperlipidemia, diabetes mellitus type ii, chronic obstructive pulmonary disease (copd)) caused or contributed to this event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As noted, 'transesophageal echocardiogram (tee) in (B)(6) 2024 showed moderate paravalvular aortic insufficiency with operative findings of severe bioprosthetic tavr valve stenosis'. In this case, patient had pre-existing comorbidities (hyperlipidemia, diabetes mellitus type ii), which are well-known factors that may increase the risk of valve calcification leading to early valve degeneration/leaflet thickening resulting in stenosis. In this case, stenosis, leading to valve-in-valve reintervention was confirmed, based on the medical record. The available information suggests patient factors (co-morbidities listed above) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted, following receipt of medical records. B4, g3, h2, and h11 have been updated. B5, b7 and h6: device problem have been corrected.

Event description:
As reported by the field clinical specialist, following a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra valve, the patient came back with stenotic valve with leak. The patient was treated with 29 mm s3ur valve, and patient was stable after tavr. Per the medical record, transesophageal echocardiogram (tee) in (B)(6) of 2024 showed moderate paravalvular aortic insufficiency with operative findings of severe bioprosthetic tavr valve stenosis.